Manufacturer narrative:
Added h.6 type of investigation and investigation findings codes. Corrected h.6 investigation conclusion codes. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-01617. The device was not returned to edwards lifesciences for evaluation. As no lot number was provided, a DHR review and lot history review were unable to be performed. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Device-related pictures and images of the patient's anatomy were provided. The crimped valve was observed on the delivery system, partially on the. Patient tissue was noted on the delivery system. Calcification could be observed in the aortic arch. The patient's left carotid access vessel was tortuous. The commander delivery system is currently not indicated for use in the carotid access vessel application. The IFU and training manuals were reviewed for instructions that may be relevant to the complaint event; however, instructions may not describe the entire procedure as described. Access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended should be carefully assessed prior to the procedure. Correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher that the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. In expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in the sheath slighty pulling back the sheath 1-2 cm while advancing the thv/ delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. Ensure sheath tip is still past the aortic bifurcation (above the renal arteries). Advance thv through loader and sheath using short movements. Keep loader inserted in sheath until just prior to delivery system removal if using the shorter non-peel away loader thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. Do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Retrievability is based on preclinical testing. No IFU/training deficiencies were identified. The carotid artery access is not indicted for use. The risk management file captures risks for indicated device use only. Therefore, the related hazardous situation/harm that occurred in this complaint is not captured in risk management documentation. The review of the risk management file is complete and no further action is required at this time. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Additionally, since no edwards defect, which could have resulted in the complaint was confirmed, no preventative or corrective actions are required. The withdrawal difficulty was confirmed through the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined during the evaluation. A review of the complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the provided imagery, the patient's access vasculature had some calcification and tortuosity present. A calcified and tortuous access vessel can create a non-coaxial alignment between the delivery system with crimped valve and sheath tip. This can cause the crimped valve to catch on the sheath leading to the withdrawal difficulties. Additionally, it is possible that due to the withdrawal difficulties, excessive manipulation was exerted to the system leading to the thv moving on the balloon. While a definitive root cause is unable to be determined due to lack of returned device and procedural imagery, available information suggests that patient factors (calcification/ tortuosity) and/ or procedural factors (non-coaxial withdrawal, excessive device manipulation when withdrawing through sheath) may have contributed to the complaint events. The cause of the carotid injury is unknown but more likely related to procedural factors (advancing the valve through the sheath without identifying the location of the sheath causing the bare valve to exit in the mid carotid).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a tavr case by left transcarotid approach the esheath was placed past the ostium of the left carotid and successful bav was performed. While pulling back the bav catheter, the esheath had migrated towards the patient's head and was no longer past the ostium of the left carotid. Upon handing off the valve to the operator, the team was asked to bring the sheath into view to analyze the location. The operator decided to advance the valve through the sheath without identifying the location of the sheath. The fcs identified that the esheath was mid- carotid, but by this time the surgeon had advanced the valve out of the sheath. The operator attempted multiple times to advance the valve bare through the carotid but was ultimately unsuccessful in doing so. Attempts were made to pull the valve into the sheath, but the valve began to move distally off the balloon. The delivery system and valve were only able to be approximately 50% withdrawn into the sheath. A larger incision was needed to retrieve the valve. A vascular surgeon was needed to patch and repair the left carotid artery. When the sheath was removed from the patient, a split in the blue hdpe material was identified. The team requested a new valve be prepped while they were trying to remove the first valve from the patient. However, a valve was not placed into the patient due to the injury of the carotid during removal of the first set of devices. The patient woke up from anesthesia following commands and demonstrated equal pupil size bilaterally. Team is planning to schedule the patient for left subclavian access at a later date.